Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and before discovering the patient's zonules were broken. The lens was removed without further incident. The reporter stated the incident was due to a pre-existing pt condition.

Manufacturer narrative:
Result: visual inspection of the returned product showed a small tear in the optic and evidence of a clear surgical residue.